Manufacturer narrative:
(B)(4). D10: medical product: 14mm height size f articular surface with hinge post extension: catalog#00588006014, lot#64649674; cement shield hinge service kit size f: catalog#00585007516, lot#64812403; right size f cemented option femoral component: catalog#00588001602, lot#64695386; size 4 precoat cemented tibial component: catalog#00588000400, lot#65069785; all poly patella cemented 35mm diameter: catalog#42540000035, lot#64995552; unknown stryker cement: catalog#ni, lot#ni, qty#3; unknown stryker cement restrictor: catalog#ni, lot#ni, qty#2. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported that a patient had a right total rotating hinge knee arthroplasty performed and subsequently underwent two revision surgeries due to disassociation of the hinge post extension. Approximately three (3) weeks following the second revision surgery, the patient presented with significant prepatellar swelling and underwent additional surgery to repair the quadriceps tendon. During the procedure, prepatellar bursitis was removed, and two areas of partial rupture of the vastus medialis off the quadriceps tendon were noted. There were no concerns with the implants which were all retained. The tendon was repaired without complications. All available information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d10; g3; g4; h2; h4; h6; h10; h11. D10: updated concomitant medical product: articular surface with segmental hinge post size f 14 mm height: catalog#00585006014, lot#64649674. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records was not performed. Investigation results concluded that the root cause of the reported event is attributed to non-device related factors. Nontraumatic rupture of right quadriceps tendon s/p revision right total knee arthroplasty with resulting prepatellar bursitis. Patient presented with significant prepatellar swelling at his first postop visit after revision. MRI showed rupture of the vastus medialis off of the right quadriceps tendon. Two areas of partial rupture of the vastus medialis off the quadriceps tendon were noted. Rupture extended to explore the joint, all suture material removed, no purulence identified. No evidence of infection and no indication to exchange any parts of the arthroplasty was noted. Vastus medialis repaired to the quad tendon and patella using absorbable sutures. The event of tendon rupture is a procedure related event attributed to the failure of competitor sutures and is therefore not related to the reported device. The postop tendon tear was an atraumatic event associated with failure of the tendon repair performed during the revision three weeks prior. All implants were retained without reported complications. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.